Event description:
(B)(4) study. It was reported that stent thrombosis and in-stent restenosis occurred. In (B)(6) 2011, 3.0mm x 38mm and 3.5mm x 38mm promus element stents were implanted in the mid to distal right coronary artery (rca) and a 2.75mm x 32mm promus element stent was placed in the ramus intermedius. In (B)(6) 2013, an event for percutaneous coronary intervention (pci) to ramus in-stent restenosis was reported. Stent thrombosis of the promus element stent was noted in the ramus artery and was reopened. On the same day, the event was considered resolved with residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the stent thrombosis of the previously placed 2.75x32mm study stent in the ramus artery was treated with drug eluting balloon angioplasty and placement of a 2.25x28mm non-bsc drug eluting stent. The patient was prescribed with aspirin and clopidogrel. On the same day, the event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2013 coronary angiography revealed stent thrombosis of the 2.75x32mm study stent in the ramus and percutaneous coronary intervention (pci) was performed to treat this event.